Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a 2008k hemodialysis (hd) machine had a blank display on power up. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. A visual examination of the device was performed, which revealed capacitor c-31 on the power logic board was burnt. The replacement part was ordered by the res. Follow-up was provided by the biomedical technician which revealed that the power logic board, upon receipt, was installed into the unit to resolve the issue. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation, follow up #1 stated a device history record (DHR) review was performed, however a DHR review was not performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The unit was pulled from service for evaluation by the res following the event. The res replaced the power logic board to resolve the issue. Following part replacement, the system was confirmed to be operating properly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician at the user facility reported that a 2008k hemodialysis (hd) machine had a blank display on power up. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. A visual examination of the device was performed, which revealed capacitor c-31 on the power logic board was burnt. The replacement part was ordered by the res. Follow-up was provided by the biomedical technician which revealed that the power logic board, upon receipt, was installed into the unit to resolve the issue. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.